Event description:
The customer reported that the insulin pump alarmed and turn off unexpectedly. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a corroded battery tube assembly. Further testing was not performed due to the blank display.